Manufacturer narrative:
On (B)(6) 2022, infutronix confirmed with the distributor that the affected device was never returned for evaluation and therefore no root cause could be established. The reported issue was not confirmed.

Event description:
On (B)(6) 2022, a distributor of infutronix reported a complaint on behalf of an end user: "a patient had 1 out of 2 pumps reported having about 350ml and 310ml left in their medication bags on day 4 after receiving the pumps for therapy on day 2." Device operator was a patient. Medication infused was unknown. A patient was involved but not harmed. On (B)(6) 2022, the distributor provided additional infomration from the end user: "this is one patient who used 2 pumps because their therapy required use of both pumps. They thought their medication bags looked like there was still 350ml and 310ml by the 4th day, although it is good to note they got the pumps on their 2nd day. We are unaware of what their therapy prescribed was at the time or what the vtbi was remaining, but this patient was under the impression that their bags would "look" emptier than 350ml and 310ml." The contract manufacturer of the affected device is (B)(6) electric & machinery ltd, (B)(6).

Event description:
This is a follow-up for the initially filed MDR (3011581906-2022-00013).